Manufacturer narrative:
(B)(4). The insulin pump was received with broken off the belt clip rails, partially broken reservoir tube lip, missing reservoir tube retainer, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 200 mg/dl. Troubleshooting was performed for damage and noticed while taking the pump out of his pocket the slot broke off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.